Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (lxa, size25, unknown serial #) was explanted in (B)(6) 2014 after 4.4 years due to stenosis. Patient expired in (B)(6)2014, and no other details provided including the exact date of event.

Manufacturer narrative:
Result code: device is unavailable; still unknown if explanted. No serial # was provided to be able to conduct review of the device history records.